Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018, it was reported that the homecare patient was severely injured during use a arjo floor lift. More information is unavailable at this time.

Manufacturer narrative:
On (B)(6) 2018 arjo representative was informed about the event with the involvement of a sara lite active lift. It was initially reported by the customer that "the sling broke" while the home care patient was transferred. After the event, the fire department was called to remove the sling. As arjo found presented information to be unclear, initiated a further dialog with the patient's daughter to clarify event circumstances. During the conversation, it was clarified that there was no sling malfunction/breakages notice at the time when the event occurred. The customer family indicated that the device tipped over on one side ( it was not confirmed if the lift tipped over completely on the floor). Moreover, it was confirmed that the device tipped over due to incorrect operation of the device by the caregiver(the lift was used by a new employee who assisted the patient when the event occurred). The device was not evaluated by arjo service technician. The customer did not report any malfunction of the device. The patients family did not indicate that the device required further inspection due to the fact that issue was caused by an operator error. All devices are equipped with instruction for use (IFU) which contains warnings and procedures how correctly use the device. In the IFU for sara lite, there is information that: "the sara lite must always be operated by a trained caregiver, who must continuously attend the patient throughout the transferring procedure, and in accordance with the instructions outlined in these instructions for use ". "Always maneuver the lift by using the handle located on the mast" "do not attempt to push or pull a loaded lift over obstructions on the floor- including steps, door thresholds or moving sidewalks" the stability of the device depends on a variety of factors. However, based on product knowledge and previous complaints there are a few main types of factors which may be considered: a) the utilization of the device (weight and position of the patient, etc.). B) the environment of use (obstructions, thresholds, etc.) C) the device condition (device failed to meet its performance specifications or otherwise not perform as intended). In this case, the limited data were available related to circumstances of the event. Based on this information, we cannot confirm any of the above hypothesis with certainty. Although, patients daughter confirmed that the device tipped over due to incorrect lift operation by the caregiver. Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to product labeling. Looking at the incident scenario it has been established that sara lite active floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipped over. There was no device malfunction reported by the customer. Nevertheless, the device was reported to tipped over with the patient who sustained a serious injury as a result of the event. In light of this information, the floor lift did not meet its performance specification. We report this event to competent authorities due to the fact that the caregiver sustained the serious injury as an outcome of the event.

Manufacturer narrative:
The collecting information is ongoing. Additional information will be provided with investigation conclusion.